Manufacturer narrative:
Title: outcomes of roux-en-y gastric bypass versus sleeve gastrectomy in super-super-obese patients (bmi =60 kg/m2): 6-year follow-up at a single university. Source: surgery for obesity and related diseases volume 15, 2019 (23-35). Date of publication: 30 september 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, a study was conducted on 210 patients from january 2000 through december 2011 with multiple comorbidities to compare the long-term outcomes between a laparoscopic sleeve gastrectomy (lsg) and a laparoscopic roux-en-y bypass (rygb) and also to evaluate the efficacy of lsg as a stand-along bariatric procedure for super-super obese (sso) patients. The article discusses various short and/or long-term adverse events with different resolutions and treatments in relation to each patient. Of these adverse events, 2 patients reportedly died within the first 30 days post-operatively. One patient in the rygb group died from septic shock and 1 patient in the lsg group died from cardiac arrest at the end of the intervention. The authors conclude though that ¿lsg as a primary procedure for sso patients remains effective even though rygb achieves better midterm outcomes. Lsg can be proposed as the primary-option procedure. Further investigations are needed to identify the ideal procedure for patients with symptoms of gastroesophageal reflux disease. Death not related to device: septic shock & cardiac arrest.